Event description:
A cuff leak. The caller is reporting that the cuff on the tube is not bolding air. The caller reported that replacement of the tube was required. The caller reported that the model and lot number of the device are unk. This report is associated to the fourth occurrance on rp200605-0356 / MFR# 2936999-2006-00535.